Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ultrasound gastrovideoscope had a needle that broke off in the port. The issue occurred during an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
Additional information: h3, h4, h6. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon was not reproduced during device inspection, we could not surmise a cause of the phenomenon. However, during inspection a brush was found stuck inside the forceps channel port. A definitive root cause of the reported event could not be identified. The event can be detected/prevented by following the instructions for use which state: the following chapters describe the reprocessing procedures. Residue of the foreign material might be prevented by following the descriptions. Chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures as to the handling methods of the subject device, we checked the contents written in the instruction manual and found the following chapters. Physical damage might be prevented by following the descriptions. [Warnings and cautions] : ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. As to the handling methods of the needle, we checked the contents written in the instruction manual and found the following chapters. Damage of the forceps channel might be prevented by following the descriptions. ¿ when using a biopsy forceps with a needle, confirm that the needle is not excessively bent. A bent needle could protrude from the closed cups of the biopsy forceps. Using biopsy forceps with a protruding needle could damage the instrument channel and/or cause patient injury. ¿ when using an injector, be sure not to extend or retract the needle from the catheter of the injector until the injector is extended from the distal end of the endoscope. The needle could damage the instrument channel if extended inside the channel, or if the injector is inserted or withdrawn while the needle is extended. Feedback to the customer provided: please instruct the customer to perform reprocessing according to the instruction manual. Olympus will continue to monitor field performance for this device.